Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021: instrument channel after brush: escherichia coli, morganella morganii and pseudomonas aeruginosa second time; (B)(6) 2021 : brush: klebsiella pneumoniae other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators isa, using peracetic acid. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Therefore, the exact cause of the reported event could not be conclusively determined. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. According to investigation result, suction cylinder and a/w cylinder were dirty. Post procedure reprocessing may have not been conducted immediately after procedure. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc presumes that the reported event was due to the following causes. Reprocessing process was different between the facility. Contamination occurrence during culture sampling at the user facility.